Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s daughter, on (B)(6) 2025, he experienced being clammy, and lost consciousness while being at the doctor¿s office. No treatment, no cgm and no blood glucose readings were reported from that moment, but the reporter stated that the sensor had given ¿many false readings¿. The daughter took the patient to the emergency room. When a fingerstick was taken at the hospital the cgm reading was 349 mg/dl, and the blood glucose reading was 204 mg/dl. No treatment was given, but the reporter was kept overnight for observation and was discharged the next day at 7:00pm. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. Another comparison was taken within 5 minutes, and it was reportedly off by around 80¿100 points. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
B5: describe event or problem - additional information. D10: concomitant medical products - additional information. H2 type of follow up: additional information.